Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report a permanent out of range signal that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device was returned for evaluation on (B)(6) 2015. External visual inspection found no observations related to the customer complaint. Global transmitter functional testing resulted in no failures related to the customer complaint. There was no hardware error related to the incident found in the receiver log review. The reported fault could not be reproduced. The customer complaint could not be confirmed. A root cause could not be determined.